Event description:
Ecw sent medical note, but it was not received by primary physician because epic does not store it. I was asked by another physician to send notes I've already tried to send. This follows a previous report of non-interoperability.